Event description:
It was reported the unit got wet and stopped working. It would not turn off and v+ light was constantly on. The battery had to be removed to shut the device off. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit board (pcb), heart lead flex, and liquid crystal display (lcd) were contaminated. It was also noted that the upper case was broken, the lower case was contaminated, one side bail cover was broken, the battery release, heart block, lead flex cover, board connector cable, two pcb screws, heart wire contacts, battery drawer and keyboard pad was contaminated, the encoder flex was contaminated, the ring and two side bails were bent and the battery contacts were compressed.